Event description:
It was reported that the pt underwent device replacement due to a failed implantable neurostimulator. No pt symptoms or outcome were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.